Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using lyumjev insulin. Tandem technical support informed the customer that lyumjev is off label per the tandem user guide. Customer customer changed pump supplies to address the issue and continued to use the pump for insulin delivery. The customer's blood glucose was approximately 400 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.